Event description:
It was reported through the filing of a lawsuit that allegedly in late 2017 the patient was implanted with a cartiva sci and underwent a total toe replacement on 19 months post-op. Allegedly the patient experienced "loss of range of motion of the great toe, loss of mobility, nerve damage and pain of the right great toe, along with constant irritation and discomfort in the location of the device."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.

Event description:
It was reported through the filing of a lawsuit that allegedly in late 2017 the patient was implanted with a cartiva sci and underwent a total toe replacement on 19 months post-op. Allegedly the patient experienced "loss of range of motion of the great toe, loss of mobility, nerve damage and pain of the right great toe, along with constant irritation and discomfort in the location of the device."